Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient agent delivery during a case. There was no patient injury.

Manufacturer narrative:
The initial MDR incorrectly identified the d1 product name as aisys. The field has been corrected to indicate aladdin ii. Additional information was received that the customer reported failure would not cause loss of agent delivery. Therefore, there was no reportable malfunction.